Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd epicenter¿ single user software, rule 1826 incorrectly triggered for carbapenem sensitivity on isolates with no cpo detection. No patient impact reported.

Manufacturer narrative:
H.6 investigation summary: customer mentioned that with several isolates where there is no cpo detection (no mention of specific rule or rm), the expertrule 1826 is triggered, in combination with carbapenem sensitivity (444165/(B)(6)). This has been addressed in the pud 7.51 release. This is a confirmed complaint of a bd product. Complaints for software were under statistical control for the month of april. No trends indicated. Device history record review is not required for standalone software. Complaints received for this device and reported condition will continue to be tracked and trended.